Event description:
It was reported that during da vinci-assisted surgical procedure, the surgeon informed they did not use other instruments to clean the adhered tissue on the harmonic ace instrument. The customer informed there was no instrument collision. In addition, the customer observed the instrument generated an error reminding to "reduce tip pressure". The procedure was completed with no reported injury or harm.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.